Manufacturer narrative:
Evaluation summary: a review of the device history records indicates the device was manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been similar previous reported events for the catalog and family. There have been no other events for the device lot. Visual inspection confirmed the reported event; the window trial threads were stripped. No evidence of the original thread condition or potential cross-threading could be determined due to the excessive damage to the threads. The reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition or potential cross-threading could be observed. As a result of previous events of this nature, a design change was implemented to change the device material. The returned device was manufactured prior to implementation of the material change.

Event description:
Trident window trial size 50 remained within the acetabulum of the patient after the cup introducer was removed. According to the surgeon, the thread was destroyed. The trial had to be removed using another non-stryker instrument.

Event description:
Trident window trial size 50 remained within the acetabulum of the patient after the cup introducer was removed. According to the surgeon, the thread was destroyed. The trial had to be removed using another non-stryker instrument.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.